Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella cp was returned for evaluation. Upon visual inspection, a kink was observed near the 45 cm mark on the pump catheter. A laser light continuity test was performed and no fiber breaks were observed along the catheter. The 5s parameters were obtained and all parameters were found to be within range. Pump was plugged into automated impella controller (aic) and "placement signal low" alarm did not reproduce. Data logs were reviewed and at time when "placement signal low" alarms first were triggered, placement signal drops down from a max/min of 64 mmhg/32 mmhg to a max/min of 54 mmhg/27 mmhg. At the same time, motor current and motor speed both lose some pulsatility. Clinical details noted that pump position was checked with tee and no obstructions were found near inflow or outflow cage. The root cause of the optical issue triggering "placement signal low" alarms was most likely due to patient condition related. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella cp support for 60-year-old male patient, there was a permanent placement signal low alarm. A transthoracic echocardiogram was done and the pump was confirmed to be in good position. There was no reported patient harm.